Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose level was above 600 mg/dl. The customer current blood glucose level was 239 mg/dl. The customer was treated with fluids and regular insulin. Customer also faced problem was alleging pump was under delivered. Customer had using insulin pump system within 48 hours of reported high blood glucose event. The insulin pump will not be returned for analysis. Frn reservoir; uno inf set.